Event description:
The reporter stated that the device result was 510mg/dl. A repeat test was 529mg/dl. She went to the hosp and they checked her glucose. The hosp result was 300 something mg/dl. She was treated with insulin and kept for two hours, then released with a glucose level of 114mg/dl. The device was replaced and requested to be returned for eval.